Manufacturer narrative:
Correction - b5, h6 (results & conclusion codes). The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial component shows radiolucence and some cysts. Loosening can be confirmed, there is no clear sign of migration. The described fracture in the tibia cannot be confirmed with certainty. There is no indirect sign of loosening or fracture, though. The talar component also shows some radiolucence and cysts confirming loosening. The bone structure is very poor with cysts and cavities and there is a consolidation in the talocalcaneal joint. The poly is not isolated from the tibial tray. Therefore it is assessed as being not loosened-as it is attached firmly with the tray it is separated from the bone, though. There is no information given on an infection. However, there is no assessment possible with a CT scan only. Based on investigation, the root cause was attributed to a patient related issue. The cause of failure is due to radiolucence and cavities around tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loosening of the tibial tray and ongoing pain after the right total ankle replacement.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.